Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered via the remote monitoring system indicating high out-of-range pace impedance measurements were registered on the right ventricular (rv) lead. The patient presented for follow-up at which time impedance measurements were within normal limits throughout manipulation testing nor were any other anomalies observed. X-rays were obtained and provided to boston scientific technical services (ts) for review with save to disk information. Ts discussed that the rv lead could not be verified to be fully inserted into the device header due to the angle of the provided x-ray but noted there were no further recommendations beyond continued monitoring as no abnormalities could be reproduced during testing in clinic. The patient will continue to be monitored remotely. No adverse patient effects were reported. This system remains in service.